Manufacturer narrative:
The device was returned for service testing. Investigation was completed through the service repair process and repair was completed for delamination on keypad of door assembly. The door assembly was replaced. A root cause was not provided.

Event description:
The device was found to have a damaged component/delaminated keyboard.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure. The device was found to have a damaged component/delaminated keyboard. There was no reported patient involvement. The device is used for therapeutic purposes.